Event description:
Immediately when turned on any of the 4 settings, I get a harsh vibration type of pain between my ears; especially if I try to use it in the jaw line and chin area. It's not tolerable at all. FDA safety report ID# (B)(4).